Event description:
Reportedly, machine taking too much fluid

Manufacturer narrative:
No balance alarms reported - found 30 balance alarms in history screen. History downloaded. Pressures and scales checked and recalibrated ok. Machine passing self test. No further faults found